Manufacturer narrative:
Corrected MFR site/address.

Event description:
Device was received in biomedical; engineering dept with a not stating: "rate changed to wrong setting". The note was not signed, and there was no way to trace the device to a user or nursing for more info. Biomed engineer believes the note indicates the device changed infusion rate settings on its own. There was no report of any advserse pt event. No incident report was written. No further info was available.